Event description:
Customer reported that the alarm has power, but does not sound. The batteries were replaced with a new supply. The alarm was also tested with a new sensor, but the results remain the same. There was no reported pt incident or injury.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received.